Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report; 510(k) # is k062195.

Event description:
On (B)(6), 2011, the lay user/ patient contacted lifescan (lfs) alleging his onetouch ultra meter displayed an 'ER 2' message. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6), 2011 at 2pm. The cca was advised the patient manages his diabetes with metformin pills (amount not specified). The patient continued to take his usual dose of medication. A couple days after the alleged issue begun, the patient claimed he had 'constant urination.' The patient denied receiving medical treatment. At the time of troubleshooting, the cca noted there was no misuse of the subject meter. The alleged issue occurs when the power button is pressed. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of hyperglycemia after the alleged meter issue began.